Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted on (B)(6) 2026 due to 'gross hematuria for 5 days.' The medical order was to perform percutaneous bladder artery embolization under local anesthesia, transcatheter internal iliac artery embolization and iliac artery angiography on (B)(6) 2026, with foley catheter retention and continuous bladder irrigation. While the nurse was checking the patient's drainage during ward rounds, it was found that the catheter had obviously slid out. Upon asking, the patient reported that at 14:00, they felt an unusual sound inside their body. A doctor was called to check the catheter and found that the balloon had ruptured, but a careful examination showed the ruptured part was intact with no defects. The doctor suggested continuing catheter retention, but the patient refused. The patient's urination and other conditions were subsequently observed, and no catheterization was performed for the time being, encouraging the patient to urinate independently.